Manufacturer narrative:
Clinical review: based on the available information, the patient¿s peritonitis is probably associated with a breach in asepsis during pd treatment due to a fluid leak which occurred as a result of a loose connection between the fresenius safe lock apd luer lock and a baxter pd bag. At this time, it can not be determined what exactly caused the loose connection to occur. Should additional information become available this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient on peritoneal dialysis (pd) incurred an infection due to a fluid leak from a loose connection between the fresenius safe lock apd luer lock and a baxter pd bag during pd treatment. The patient presented to the outpatient pd clinic with cloudy pd effluent. As a result, a pd culture was obtained revealing an elated white blood cell (wbc) and growth of the bacteria staphylococcus aureus. The patient was treated with vancomycin (unknown dose, route, frequency and duration) on an outpatient basis. The patient¿s repeat pd effluent revealed the wbc count decreased significantly. The pd nurse reported the patient¿s peritonitis was associated with a breach in aseptic technique. The patient is reportedly recovering from the peritonitis event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.